Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer alleged the occlusion alarms were false due to the occlusions not impacting the customer's blood glucose level. The customer successfully cleared the occlusion alarms and resumed insulin deliveries each time. Reportedly, the customer continued to use the pump for insulin therapy.